Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 15.44 pg/ml accompanied by a data flag and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting as 506.7 pg/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305646, with an expiration date of 30-jun-2019. The field service engineer could not determined a cause. For the last calibration performed on (B)(6) 2018, the calibration signals were lower than expected. There were no alarms on the calibration. Quality controls were within range. There was no indication of a reagent or instrument performance issue. Sample clotting time and centrifugation conditions were not done according to tube manufacturer recommendations. Upon review of the alarm trace, there were no relevant alarms at the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.